Event description:
It was reported that the right ventricular lead experienced increased impedances, high impedances, and high thresholds. It was also reported that the left ventricular lead could not be implanted due to patient anatomy. The right ventricular lead was capped and replaced. The left ventricular lead was not used, and replaced with a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned and analyzed. Blood/body fluid was present on distal conductor (not obstructed). (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed high impedance was recorded. Ventricular pace lead impedance rises steadily from an approximate baseline of 375 ohms the week of (B)(6) 2010 to a high of 1840 ohms the week of (B)(6) 2010. No patient alerts are observed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned and analyzed. Blood/body fluid was present on distal conductor (not obstructed).